Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the wing snapped off not allowing the introducer to peel away as it should. The introducer was replaced.  No patient complications have been reported as a result of this event.